Event description:
As reported via a literature article (gonzalez, l.f, et al. (January 2012). ¿temporary endovascular bypass: rescue technique during mechanical thrombolysis¿, neurosurgery, 2012; 70(1):245-252), a patient experienced asymptomatic basal ganglia hemorrhage following implantation of an enterprise stent. The article discussed the single center experience with the off-label use of the enterprise stent for mechanical thrombolysis to re-establish blood flow to a completely occluded artery in patients who failed intravenous thrombolytic therapy or who were outside the therapeutic window between the dates of july 2009 and july 2010. Abciximab and intra-arterial tpa were administered prior to the procedure, and the procedure was conducted 6.25 hours after symptom onset. The patient had a carotid t occlusion; therefore, aspirin and clopidogrel were started 24 hours after the initial treatment. Although it had been the intent to retrieve the stent, due to persistent clot burden with limitation of arterial flow, the enterprise had been implanted, resulting in complete recanalization of the target vessel. Initial modified rankin scale (mrs) was 5, final mrs was 3. A basal ganglia hemorrhage developed in the stroke territory within 36 hours of stent implantation. The patient did not require evacuation of the intraparenchymal hemorrhage and no additional neurological decline was attributed to the hemorrhage.

Manufacturer narrative:
The device was implanted and not available for analysis. In addition, since the lot number was not provided, a review of manufacturing documentation could not be performed. Stroke is a known procedural complication and is listed in the instructions for use (IFU) as such. Without follow-up angiography, it is not possible to determine if the hemorrhage was related to the deployed stent. The enterprise stent is authorized for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of =2.5 mm and =4 mm. Use of the device as a thrombectomy device is not indicated and safety data related to this use is, therefore, not available. The IFU cautions ¿the codman enterprise vascular reconstruction device and delivery system is not intended for use as a stand-alone device, i.e. Without subsequent coil embolization of the aneurysm.¿ the unintended deployment of the stent was most likely related to patient/procedural factors. The IFU states ¿if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband (recapturability limit).¿ there is no evidence to suggest that the event was related to a manufacturing issue, therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.